Event description:
A peritoneal dialysis (pd) patient reported that during fill 1 of 4 that he was filling slowly. He called technical support and was advised to discontinue treatment and reset with new supplies. When he opened the cassette door he found fluid leaking. He completed treatment manually. The set has not been made available for evaluation. During follow up the patient's pd nurse reported his effluent remained clear. He did not have any signs of infection. He was not prescribed any antibiotics. No adverse event reported at this time.

Manufacturer narrative:
A follow up report will be submitted upon completion of the plant's investigation.